Event description:
While the asp field service engineer (fse) was on site, the customer reported oil mist. The customer stated that there were no physical complaints reported. The fse repaired unit.

Manufacturer narrative:
Capital equipment, unit evaluated at customer site. The fse replaced the oil mist filter and verified the system meets specs. This issue is being addressed with a customer letter, related to correction & removal.